Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd intima-ii¿ closed IV catheter system was found with foreign matter as ¿nurse found black and red foreign matter on the prn, meanwhile needle hole was found on the top of prn when opened the unit package.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. Bd was able to observe the reported failure mode in the sample provided. Microscopic inspection determined that the black fm was physically embedded in the sleeve, and was immovable. The most likely identity of the fm is the sleeve stopper itself. At higher temperatures this material can become carbonized resulting in a black appearance. Visual inspections are in place to mitigate the possibility of this occurring, however this unit was missed. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: the most likely identity of the fm is the sleeve stopper itself. At higher temperatures this material can become carbonized resulting in a black appearance.